Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, different issues were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was missing data in the pump history. There was no reported impact to customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.